Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
Before the surgery started and before the patient came into the room, the field service engineer had a shutdown. It was when he was trying to compute the 3d model for contactless registration. He attempted to change the contrast and the 3d segmentation about 4 or 5 times. The rosanna software crashed and he had to restart the robot. He continued working on the 3d segmentation and got it work successfully. There was about a 6 minute delay. He also had a shutdown when he first tried connecting to the controller. The patient was not yet in the room and he was just making sure that the robot was working correctly. He tried connecting to the robot and had a communication failure. The restart process took about 6 minutes. There was no medical intervention and the procedure was not delayed.

Manufacturer narrative:
A full analysis of the data logs has been performed and confirmed that a software crash occurred when a segmentation calculation was running. The patient folder was tested on the manufacturer's site multiple times but the issue could not be reproduced. Therefore, the root cause for the reported event could not be determined with certainty. A communication error also occurred at the beginning of the case, during the device checking, when attempting to connect the arm. The controller did not initiate properly, and failed to connect with the robot pc. A reboot was necessary, which solved the issue.

Event description:
Before the surgery started and before the patient came into the room, the field service engineer had a shutdown. It was when he was trying to compute the 3d model for contactless registration. He attempted to change the contrast and the 3d segmentation about 4 or 5 times. The rosanna software crashed and he had to restart the robot. He continued working on the 3d segmentation and got it work successfully. There was about a 6 minute delay. He also had a shutdown when he first tried connecting to the controller. The patient was not yet in the room and he was just making sure that the robot was working correctly. He tried connecting to the robot and had a communication failure. The restart process took about 6 minutes. There was no medical intervention and the procedure was not delayed.